Event description:
The cardiologis attempted arteriotomy closure with a prostar xl 8 fr pvs device. The needles presented on deployment, but could not be removed. Back down of the needles was not successful. The patient was taken for surgical removal of the device. Surgery was successful and the patient was doing fine. The returned device was evaluated. Review of lot manufacturing records revealed no deviations relevant to this investigation. Inspection of the returned device showed that the suture tails had been fully delivered at the barrel hub. The remaining needles were removed without difficulty. There was no major damage to the suture and no evidence of any interference of the needles path into the hub. The complaint could only be duplicated by curling the needles away from the devices during removal, thus causing the tips to break off. This is consistent with the condition of the needle that reportedly could not be removed. Therefore, user error is the likely root cause of this occurrance.